Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the kit cobas 6800/8800 sars-cov-2/flu 384t. A customer from finland alleged that they received potential false negative results for 2 patients¿ samples. The customer reported that on (B)(6) 2021 that run #820 generated a sars-cov-2 positive result for a patient¿s sample when first analyzed on the cobas® liat® system (s/n not provided) the patient¿s same sample was run on the cobas® 6800/8800 system that generated a sars-cov-2 negative result. A recollected sample from the patient was tested on different platforms the into1810 and kunto 3522 results not provided. A second patient¿s sample was first tested on the cobas® liat® system (s/n not provided) on june 15, 2021 run #733 that generated a sars-cov-2 positive result the patient¿s same sample was repeat tested on the cobas® 6800/8800 system that generated a sars-cov-2 negative result. A recollected sample from the patient was tested on a different platform the kunto 3750 results not provided. No harm or injury was indicated. Patient sample was collected using nasopharyngeal swab in vacuette 2 ml virus stabilization tube. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The complaint allegation was not observed. The samples alleged on both lots were samples near the limit of detection (lod). Samples near the lod can waiver between positive and negative. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. Two different kit lots were used for each of the reported runs: lot # h01397 exp. 2022-01-31 & lot # h01403 exp. 2022-01-31. Corrected material name to kit cobas 6800/8800 sars-cov-2 480t to match the ecp in the case. (B)(4).